Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer ended up with diabetic ketoacidosis. Customer is currently in the hospital and caller stated that they want to wean her off the insulin drip. Caller stated that the customer would not go back to using the insulin pump and the pump was not available for troubleshooting.